Event description:
On november 29, 2023, a merit employee conducted a cer literature search for the aero stent product family. The study (see citation below) alleges that the stents have caused erosion/ulceration, granulation tissue, and migration. The study suggests the events are related to off-label use in children. Study: (B)(6). Predictors and outcomes of fully covered stent treatment for anastomotic esophageal strictures in esophageal atresia. J pediatr gastroenterol nutr. Feb 1 2022;74(2):221-226. Doi:10.1097/mpg.0000000000003330.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.